Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not going into standby mode. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was not going into standby mode. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device was not going into standby mode. A philips service engineer was not able to evaluate or repair the device as the customer declined service and repair. The customer declined service and repair, and no work order was generated. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.